Event description:
A malfunction was reported on a pump with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappears.